Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported that her daughter had multiple tampons stretch out and fall apart upon removal leaving pieces inside her vaginal cavity. She experienced discomfort during removal of the tampon pieces. She was able to manually remove the remaining tampon pieces. Her discomfort resolved but she began to experience yeast infection symptoms. She self-treated with an otc yeast infection cream. Her symptoms resolved and she did not seek medical attention.